Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and a review of the logs confirming the reported issue. The error logs stated a loss of communication between the consolidated ventilator interface board (cvib) and the anesthesia control board (acb). The cable connecting the two was found to be loose and was re-seated.

Event description:
The hospital reported that they were receiving an error "no data ventilator failure". There was no report of patient involvement.